Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 and 2.2 was failed and was unable to be recovered. A field service engineer (fse) removed drawers 2.1 and 2.2 from the main station chassis, inspected the rear drawer components, and reset all cable connections. The drawers were reinstalled into the chassis, and the pyxibus cable was reconnected. The station was then restarted, and during startup, the fse logged into support mode and completed the required diagnostic testing. The escort logged into the application and confirmed that the previously failed storage spaces were now functioning correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 2.1 and 2.2 was failed and was unable to be recovered. The customer tried to reboot but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.